Event description:
Follow-up with the customer revealed their sealing procedure as follows: we seal with sealer the male and female tubes (because all the rollers and tube caps can not be inserted into freezing cassette), but keep enough tube length for further connection with tscd. The occlusive plug is always attached, we do not use it during the process. The customer was advised that the sealing technique used was against the current instructions for use (product insert) that states: "using a dielectric sealer, heat-seal the tubing as close to the container as possible." This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), we received copies of the operative reports. A device history record review is currently in process.

Manufacturer narrative:
The device is unavailable for return as its location is unknown.

Event description:
It was reported by the clinic the lead had last been interrogated in 2009. The patient had a medical history of cardiomyopathy and neck cancer and had been in his normal state of health until he collapsed at home. The paramedics arrived 5 minutes after the collapse, the patient was intubated, and showed a paced rhythm. On arrival to the emergency department, it was reported the patient had an electronically paced rhythm with no perfusion (electromechanical dissociation). A clicking sound was noted by ER personnel coming from the patient, but unable to identify. The patient died the following month, with official cause of death unknown to clinic. It was reported the health care professional had no allegation of device or lead relatedness to the patient's death.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. Per the operative report of 2009: "based on the echo parameters, I had ordered appropriate valve sizes. The root, however, calibrated to 21mm. Given the lack of my preferred valve, I attempted to place the 23mm valve; however, the posts of the valve appeared to be at risk for causing coronary obstruction. I therefore removed the valve and placed a 21mm bioprosthetic..."